Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant, severe, and permanent physical pain, has sustained permanent injury, disability, impairment, and will likely be forced to undergo one or more corrective surgical procedures.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).